Event description:
The user reported that a foreign object was found on the plunger tip of the coronary control syringe within the kit. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the eval has not been completed. The user did not provide a lot number or specify if this was the initial use of the device. A follow-up report will be submitted when the evaluation has been completed.